Event description:
In 2009, the lay user/pt in the UK, contacted lifescan (lfs) to report the one touch ultra meter was giving the error 2 error message with the power button. The technical service representative (tsr) contacted the pt to obtain information; however, was unable to reach her by telephone. Two days prior, the pt obtained the error 2 error message on the reported meter; she was unable to obtain a blood glucose reading. During the time period, the pt was unable to test her blood glucose levels, she claimed to have continued to take her usual insulin and oral diabetes medications doses. On original date, the pt experienced the symptom of shaking. The pt did not seek any medical attention. It would have been helpful to determined the time of the onset of symptoms, what meals and medications the pt had taken prior to the onset of symptoms, if the pt received any treatment for her symptoms, her insulin/medication régime, the pt's expected blood glucose readings, her frequency of testing, and if the pt had a backup meter. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct, and the test strips were correct and in good condition. The meter and test strips were replaced. The patient allegedly experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.